Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a lumbar fusion surgery using rhbmp-2/acs. Imaging studies reportedly revealed that the patient developed bony overgrowth at the implant site and nerve compression. The patient also reportedly developed chronic pain and radiculitis.